Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 6947 implantable tachy lead (B)(6) 2010; d274trk implantable cardioverter defibrillator (B)(6) 2010. (B)(4).

Event description:
The patient reported having "jumping feeling in [the patient's] chest and stomach" and in certain positions it will "make my arm move." The physician's office was contacted and indicated that the patient had diaphragmatic stimulation. The device was reprogrammed and the left ventricular lead remains in use. The patient continues to be monitored. No further patient complications have been reported as a result of this event.